Event description:
New information received stated that the patient presented at the hospital and the pacemaker was explanted and replaced. No patient consequences were reported. Additionally, it was noted that the device had been re-programmed on (B)(6) 2024 during a clinic follow-up prior to the device replacement.

Manufacturer narrative:
The reported events of communication or transmission problem, and wireless communication problem were confirmed. Review of the device image indicates excessive usage of radio frequency (rf) telemetry in a short period of time which temporarily disabled the high-power rf telemetry and switched to low power telemetry to prevent battery drain. This would cause the slow interrogation noted in the field. The device showed normal rf and inductive telemetry. Electrical and mechanical analysis performed indicated normal functionality. Battery assessment performed showed the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision. The patient's left ventricular (lv) lead was found not capturing during a clinic follow-up. Prior to the procedure, when attempting to interrogate the patient's pacemaker, the pacemaker was found was unable to be connected and programmed due to a telemetry lockout. The lv lead was explanted and was not replaced due to patient vessels being occluded, meanwhile the pacemaker remains implanted and no intervention was performed. The patient was discharged with no reports of adverse consequences and will continued to be monitored.